Event description:
It was reported to philips that the device displays a system restarted message and all settings were restored to factory defaults. It was initially reported that the failure was observed while in use on a patient, however, no adverse patient impact was reported by the customer.